Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 432 mg/dl. The customer was treated with syringe. The customer declined to test insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer stated that insulin exited at quick release and cannula was bent. Customer was experienced cold and sick. Customer stated that experienced high blood glucose when they take medications. Customer was takes prednisone twice a day. The insulin pump will not be returned for analysis.